Event description:
Related manufacturer reference number: 2017865-2022-06552. It was reported that the patient's right ventricular(rv) lead exhibited high pacing impedance. The patient presented to a scheduled procedure. During the procedure, the right atrial(ra) lead exhibited low pacing impedance and loss of sensing. The ra and rv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to sense and low pacing impedance were confirmed. As received, a partial lead was returned in three pieces. Visual examination found one full breach insulation degradation on the proximal region exposing the outer coil. The cause of the reported events of failure to sense and low pacing lead impedance were isolated to the exposure of the outer coil in the degradation zone.